Event description:
The patient expired. The cause of death was unknown. The relationship of the patent's death to the implanted device was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.